Manufacturer narrative:
Five samples were received for quality investigation. The customer complaint of separation was verified by inspection. The samples submitted were examined visually to identify any damaged or broken tubing. There were no damages to the components in the infusion set tubing. Further examination of the samples show that the extension set tubing separated from the filter outlet port in 4 of the samples submitted, and the final sample submitted, separated from the distal male luer adapter. Inspection under magnification indicates insufficient amounts of solvent at the union location between the filter outlet port and the tubing. Additionally, the sample in which the tubing separated from the distal male luer adapter indicates an insufficient amounts of solvent to maintain a secure bond between the components. A device history record review for model 10013902 lot number 23039088 was performed. The search showed that a total of 26,403 units in 1 lot number was built on 05mar2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue was investigated by the manufacturing facility. It was determined that a lack of solvent at the union between the filter port and tubing, and the distal male luer and tubing, was the reason for the separation. The cause for the lack of solvent was a faulty bushing in the solvent dispenser. The bushing of the solvent dispenser will be changed and updates to the assembly process will be conducted to achieve the best assembly between the tubing and filter. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Material#:10013902, batch#: 23039088. It was reported by customer that alaris 0.2 micron filter (deattachment issues, leakage, etc) -- lot (10) 23039088 expiry 2026-03-05. Verbatim: just want to give your team a heads up that we encountered an increasing number of defected products: alaris 0.2 micron filter (deattachment issues, leakage, etc) -- lot (10) 23039088 expiry 2026-03-05. Alaris secondary tubing in which the clamp was placed incorrectly (opposite direction) ¿ lot # (10) 223059134 ¿ expiry 2026-05-11. Additional info from customer: -are you able to provide the correct material and batch number? As reviewed, lot (10) 23039088 is invalid. Or you can provide a photo of the packaging, see attached photos -what is the total quantity of products found defective? 4. -is there any adverse event or serious injury occurred? No - defect detected upon opening the package. -what is the event date? October 5, 2023. -are you able to provide sample to bd for investigation? Yes if no, can a photo be provided? - if yes, please provide mailing address. (B)(6) centre.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field.h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing set was separating and leaking. The following information was received by the initial reporter with the verbatim: alaris 0.2 micron filter (deattachment issues, leakage, etc) -- lot (10) 23039088 expiry 2026-03-05.